Manufacturer narrative:
Patient weight is not available for reporting. Device is an instrument and is not implanted/explanted. A device history record review was performed on part #: 314.05, lot#: a4ga816 (non-sterile) - cannulated 4.0 mm hexagonal screwdriver. Quantity (B)(4): manufacturing location: synthes (B)(4), manufacturing date: 3-feb-1997. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) procedure to repair a hip fracture performed on (B)(6) 2017, the tip of a synthes 4.0 mm hexagonal cannulated screwdriver broke off while implanting a 7.3 mm cannulated screw. The fragment was retrieved easily from the patient. There was surgical delay of 5-10 minutes due to the reported event. The procedure was successfully completed with another device. No adverse event was reported against the patient. Concomitant devices reported: 7.3 mm cannulated screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device cannulated 4.0mm hexagonal screwdriver, 314.05, lot number a4ga816. The subject device was returned with the complaint condition stating: it was reported that during an open reduction internal fixation (orif) procedure to repair a hip fracture, the tip of a synthes 4.0mm hexagonal cannulated screwdriver (part 314.05, lot a4ga816, mfg 3-feb-1997) broke off while implanting a 7.3mm cannulated screw. The fragment was retrieved from the patient and the procedure was successfully completed with another devices. No adverse event was reported against the patient. The returned instrument was examined and the complaint condition was able to be confirmed. The distal tip of the screwdriver had sheared off and was missing nearly the entire hex tip (approximately 5mm). Replication of the complaint is not applicable as the condition could be visibly confirmed. The definitive root cause cannot be determined as the method of use and care at the time of failure was not identified, however, it is likely that excessive pressure during screw insertion contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test and drawing review were performed as part of this investigation. This complaint is confirmed. The cannulated hexagonal screwdriver for 6.5 and 7.3 screws is mentioned in multiple technique guides such as the lcp condylar plate 4.5/5.0 technique guide (dsem/trm/0714/0125(3)) to facilitate the insertion of 6.5mm and 7.3mm cannulated screws. Relevant drawings for the returned instrument(s) were received (current revision as manufacture date is unknown): 314.05 (314_05 revisions f/n). Dco# 0702039 on 02-aug-2002 changed the material of the shaft from 440a to custom 465 (465ph). This change was accomplished to increase the yield torque and achieve a more desirable failure mode (hex stripping vs. Hex shear: mt02-144). A device history review was performed for the returned instruments¿ lot numbers and no mrrs, ncrs or complaint-related issues were identified with the lot numbers which may have contributed to the complaint condition. Per planned nr, a dcrm review and/or occurrence rate calculation must be performed for all complaint parts which resulted in a classification of serious injury. As no serious injury was reported, no dcrm calculation will be performed for this complaint. The definitive root cause cannot be determined as the method of use and care at the time of failure was not identified, however, it is likely that excessive pressure during screw insertion contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.